Event description:
It was initially reported that the patient had a seizure with status epilepticus and was seen in the emergency room. The patient had a generator replacement and attempts for product return are in process. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the physician did not feel the increase in seizures was related to vns. There were no causal or contributory medication changes, programming changes or other external factors that preceded the onset. The patient had a generator replacement due to end of service. The new generator had diagnostics within normal limits both outside and inside the surgical pocket. The generator was returned to the manufacturer for evaluation. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.